Event description:
It was reported that there was no alleged product issue. It was unknown if action was required as a result of the event. Impedance testing and x-rays were performed for diagnostic testing and troubleshooting. It was reported that the patient was alive with injury as of the date of report. The patient was in-patient at general hospital. She had been an in-patient as a result of unexplained leg/foot pain for approximately 2 weeks. She had been consulted by several other local urologists. The patient was experiencing pain at left leg. The patient claims that approximately three weeks ago she was at a friend¿s house and slipped on a wet floor. She did a split onto the floor which could potentially be the reason for her leg pain. She claims that she believes the pain in her left leg was from the device. The representative was asked by her urologist to see her in the hospital yesterday, (B)(6) 2014 to run an impedance check on her device. When the representative ran the impedance reading on her device all of the parameters were normal. There was no damage to her device according to the clinician programmer. When the representative first connected the clinician programmer, he noticed that the device was still powered on. The amplitude setting was at 0.60 amps. The representative turned the device off at that time and it remains off until further notice. Following the reprogramming, the representative reported to the physician, that he found normal impedance readings. The physician ordered a stat x-ray at the time of their conversation to determine if the lead had possibly migrated. The x-ray did not reveal any potential lead migration. From a lateral view, the lead looked perfectly positioned with electrodes 1 and 2 startling the anterior edge of the sacrum. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va03ezl, implanted: (B)(6) 2014, product type lead. (B)(4).